Event description:
It was reported that the patient had her device removed because it was not working properly. Additional information received reported that the patient did not have concerns with her device or therapy. The patient received assistance from her doctor or manufacturer representative and her concerns were resolved when she inquired about having an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# j0555410v, product type lead, product ID 3095-10, serial# (B)(4), product type extension, product ID 3031a, serial# (B)(4), product type programmer, (B)(4).